Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and ams miniarc were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent repair of cystocele, rectocele, paravaginal defect and enterocele due to rectocele, cystocele, paravaginal defect and total pelvic organ prolapse with sui. It was reported that patient underwent extensive excision of vaginal mesh, uterosacral vaginal vault suspension, anterior and posterior repair, cystourethroscopy on (B)(6) 2012 due to urinary incontinence and fecal incontinence. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.